Manufacturer narrative:
Evaluation - other: fifteen unopened units were returned for investigation. The returned unit were pretested for leakage. The disposables were primed with saline solution and pressurized to 300mm hg pressure. The disposables were inspected for saline leaking into the re-circulating water path. All of the returned units passed the leakage test. Root cause: based on the event description, this sounds like a user issue during setup. Historically, events where the heat exchanger reporting problem fitting the disposable to the unit are attributed to excessive force during installation of the heat exchanger or the user has not followed the recommended maintenance of the lubrication of the o-rings, as described below. The instructions for use supplied with the fluid warmer has a "warnings" section on pages 6 and 37 of the operator's manual for the level 1 fluid warmer witch identifies" "do not bend heat exchanger, bending may damage inner metal tube, serious pt injury could result". In addition, the fluid warmer unit has a symbol located in the area where the heat exchanger is mounted identifying: "do not bend heat exchange. Per our maintenance and testing log in the operator's manual it is recommended that the o-rings be lubricated every 30 days. Failure to lubricate the o-rings may cause the heat exchanger to not install easily. Information about the o-rings is covered on pages 14, 50, 57 and 59 of the operator's manual. There are two labels on the fluid warmer where the o-rings are located stating: lube o-rings see service manual, use siliconde grease.